Manufacturer narrative:
Final analysis found that the device was in backup operation. The device reset while in the body, after explant and during secondary analysis. This was likely due to a discrepant integrated circuit. After the integrated circuit was replaced and product code downloaded, normal device function resumed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing muscle stimulation presented in the emergency room. Upon interrogation, the pulse generator exhibited backup vvi operation. After a firmware download, normal device function resumed. Two days later the patient again presented in emergency room experiencing muscle. Interrogation revealed the device was in backup vvi operation. Firmware download was successfully performed; the patient was in stable condition. The device was explanted and replaced. The patient's condition was stable post procedure.